Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device was defective and displayed no image. The issue occurred during procedure and the unspecified procedure was completed using a similar device although there was a procedural delay of approximately thirty minutes. There were no reports of patient harm.

Event description:
It was reported, the subject device was defective and displayed no image. The issue occurred during procedure and the unspecified procedure was completed using a similar device although there was a procedural delay of approximately thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.